Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected into the nasogenian fold with 0.2ml of juvéderm® voluma¿ with lidocaine during which hcp noticed an evident whitening of the region. Patient was concomitantly injected in the the nasogenian fold with juvéderm® volift with lidocaine. Due to the whitening of the region during the procedure, hcp spoke to the patient again during the afternoon and asked for photos which showed erythema and dark spots in the region of the nasolabial folds and nasal dorsum. The patient returned to the office where hcp treated with 500u of hyaluronidase with almost immediate improvement. In the afternoon of that same day, patient was treated again with more hyaluronidase guided by usg. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00013 allergan complaint (B)(4). This MDR is being submitted for the second suspect product, juvéderm® volift with lidocaine.